Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110031424; lot# 64690218; bearing standard 36 mm diameter. Item# 110031405; lot# 64594848; mini tray std cocr +6 offset. Item# 110031405; lot# 64594848; mini humeral tray standard thickness +6 mm taper offset 40mm diameter. Item# 115395; lot# 465600; comp rvs cntrl 6.5x25mm st/rst. Item# 110032430; lot# 64666110; comp aug mini bsplt w tpr lg. Item# 180553; lot# 246240; comp lk scr 3.5hex 4.75x30 st. Item# 113650; lot# 981560; comp primary stem 10mm std. Item# 180550; lot# 216920; comp lk scr 3.5hex 4.75x15 st. Item# 180550; lot# 501710; comp lk scr 3.5hex 4.75x15 st. Item# 110031869; lot# 64592788; comp aug ream guide bushing. Item# 110040202; lot# 64666095; compr aug 2.7 drill. Item# 110040300; lot# 64666110; compr aug mini ream gd screw. Item# 405800; lot# 917460; comp. Rev shldr 9 in. Item# 405889; lot# 673870; comp rvs 2.7mm dia drl. Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00443. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a revision procedure, 3 days after the initial procedure due to dislocation and instability. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the humeral component is dislocated superiorly with respect to the glenosphere. Hardware appears intact. Bone assessment demonstrates no definite acute fracture or areas of periprosthetic lucencies. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.